Manufacturer narrative:
Clarification to a6: "mixed race". Clarification to d6b: partial date of (B)(6) 2025 provided. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d6a, d6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported "ruptured" confirmed via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.